Event description:
The cna was transferring a resident with the lift. The resident was in the sling. The resident fell to the floor and landed on their abdomen, with a laceration to their forhead, an abrasion of their right forearm, and bleeding from their nostril. 911 was called & responded and the resident was taken to the med. Ctr. & admitted with 2 fractured legs.